Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The actual device was received and evaluated. The issue wasn't confirmed. Electrical safety tests were performed and were passed. Device was fully tested and calibrated during evaluation. The root of complaint wasn't determined. Device works like intended. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
An employee reported to baxter (B)(4) that they received a report from a home patient (hp) that the hp during setup of his homechoice machine received a shock and wanted the device swapped. There was patient involvement, but no injury or medical intervention was reported as a result of this incident. The device was swapped.